Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, upon opening the polyethylene package, the plastic container holding the polyethylene was warped. The device was not implanted. No known impact or consequence to the patient. Attempts have been made and all available information has been provided.